Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expected the implantable neurostimulators inss to last 7 years, but they only lasted 2 years. The patient ended up getting the inss replaced with rechargeable ins. The agent did not ask about the circumstances that led to the reported issue. No symptoms/complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pulse generator was broken and replaced in june.

Event description:
Additional information was received from the patient regarding previously reported event. They stated that they tried an experiment to see if their second stimulator could help with their nerve pain from a stroke, even though it was a long shot, but it didn't work and it was uncomfortable. Patient said they used to have two implants implanted, on in their chest and one in their abdomen, but they removed one years ago because it was uncomfortable and didn't help with their nerve pain. Patient stated that they have 2 leads still implanted, but only one lead is being used for parkinson's. There was no allegation of a issue with the leads.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type implantable neurostimulator product ID b35200 serial# (B)(6) product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, who called back requesting assistance with new external equipment. The agent reviewed the general use of the external equipment and guided the patient through setting up links for the implantable neurostimulator. Initially, the patient did not observe a device response; the agent reviewed the proper placement of the communicator over the neurostimulator instead of the handset and advised repositioning the communicator. The patient successfully connected to the neurostimulator during the call. The patient mentioned their healthcare provider had set up a group for them to try and they plan to follow up with the provider to confirm which group it was.